Manufacturer narrative:
The device was returned for evaluation. It was confirmed that the inner pouch was correctly sealed. However, evidence of interference in the sealing area of the outer pouch was identified, attributable to the inner pouch being partially positioned within the sealing area at the time of final closure. The root cause is manufacturing error, specifically inconsistent execution of the visual verification prior to sealing, which allowed this condition to go undetected and resulted in incomplete sealing of the outer pouch. If any additional relevant information is identified, it will be submitted in a supplemental report.

Manufacturer narrative:
The device is in process of being returned for evaluation, and the investigation is ongoing. Once we have additional relevant information it will be submitted in a supplemental report.

Event description:
Complainant alleges "imperfect seal of the pouch. -open channel / large sealing void in the pouch seal. -inner pouch was caught in the outer pouch seal."